Event description:
Per the initial report, upon removal of endoscope and post flushing with a clear fluid, particles resembling black plastic was observed in the container holding the fluid. Brand name pentax endoscope eg 2990i. Patient problem no clinical signs, symptoms or conditions (B)(6). Contact information not available. Hence, gfe is unable to be performed. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary pentax medical found a voluntary report / medwatch (mw5158441) of an endoscope (eg2990i / serial number unknown) complaint from a user in maude on 29-sep-2024. Since the reporter selected confidential reporting, the user facility is unknown, and gfe attempts cannot be performed, pentax medical considers this medwatch report closed. If additional information does become available, a supplemental report will be filed with the new information.